Manufacturer narrative:
The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage since the device was manufactured in 2016; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that the pump is shorting out intermittently. It was discovered during a case but did not negatively affect the patient or the case itself, as pressure was maintained in the joint despite the issue.